Event description:
As reported by our affiliates in the (B)(6), the 23 mm sapien xt valve was implanted by ta approach in the tricuspid position in a 25mm magna valve. Post deployment, the valve embolized into the ra, flipped 180 degrees and lodged back into the tricuspid valve orifice, effectively halting forward flow. The valve was retrieved into the right atrium without needing cardiac massage but the patient was ¿pretty sick¿. She went to surgery that night to have the valve removed and replaced. The surgeon replaced the pulmonary valve and repaired the aortic valve at the same time. Although she was extubated 36 hours later, she then collapsed and needed ECMO and ultimately could not be weaned off ECMO.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted tricuspid surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case the exact cause of the embolization could not be determined; however patient factors such as a pre-existing surgical valve could have contributed. This event was resolved with surgical removal of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.